Event description:
It was reported that the system 8800 could not initialize and a procedure was postponed. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A service all had been scheduled in order for a ge service rep to evaluate the system. The service call was postponed/cancelled. An add'l report will be generated and submitted if further info becomes available.